Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The home patient hp stated that she connected the patient line extensions after the prime was complete. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp stated that she connected the patient line extensions after the prime was complete. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup they needed to end therapy, start over with new supplies and recommended contacting their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. Per the hp, the supplies were discarded and the hp could not get to the cassette for the lot number. The hp stated she contacted her pd rn the following day about the alarm. The writer asked if the tsr went over the proper set up/priming procedures with her and she said yes. The hp resumed therapy using new supplies without any problems. No patient injury or medical intervention was reported.